Event description:
At the beginning of an rf procedure, when the generator is in sensory stimulation mode, the patient experienced unintentional sensory stimulation. The procedure was completed using the same equipment and without delay. There was no intervention or additional treatment required.

Manufacturer narrative:
The device was returned for investigation. Maintenance was performed according to the most recent revision and the product was returned.